Event description:
Allegedly patient presented to surgeon after falling twice, once in (B) (6) 2008 and a 2nd time in (B) (6) 2009. The patient first experienced pain and discomfort in the middle of the night while in bed one week after the fall in (B) (6) 2009. X-ray revealed a possible damaged ceramic head. Revision surgery was performed revealing a fractured ceramic head.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Attempts are being made to have the product returned. The event device code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in (B) (6).